Manufacturer narrative:
Additional information: section d7: explant date; section h10: narrative text. As previously reported, due to the reported complications during the index tavr procedure and the malposition of the two 23mm sapien 3 valves, placement of a surgical aortic valve was recommended. The patient declined the open surgery at the time of the tavr. Additional information was received indicating approximately 7 months post tavr, during open surgery, both sapien 3 valves were explanted. A surgical aortic valve was implanted in the aortic position.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Thv/tvt registry. UDI number: (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the exact cause of the event cannot be confirmed, investigation results suggest/indicate in addition to procedural factors (valve sizing), patient factors (patient anatomy, lack of annular calcification) may have contributed to the embolization of the second valve and subsequent placement in the descending aorta. No actual device malfunction was identified in the report. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12652.

Event description:
As reported through the edwards lifesciences patient support system, the patient called regarding his tavr procedure. Two 23mm sapien 3 valves were implanted in the incorrect location. The patient reported some relief from the valvuloplasty. Open surgery was recommended, but the patient, who is still working, does not want open heart surgery. As reported by the edwards field clinical specialist, after deployment of the initial sapien 3 valve, the valve "watermelon seeding" and embolizing into the aorta during balloon deflation. The valve was successfully retrieved and deployed in the descending aorta. A second 23mm sapien 3 valve was then prepared. During deployment of the second valve, the valve embolized into the aorta during balloon deflation. The second valve was recaptured, pulled back and also deployed in the descending aorta. Although no balloon aortic valvuloplasty (bav) was performed, it was determined that the attempted deployment of the 2 valves ¿opened¿ the native annulus enough to stabilize the patient. The decision was made to abort the procedure. At the time of the report, the patient was in stable condition and surgical avr was recommended as his best option. Medical record review revealed the sapien 3 valve was deployed using nominal volume plus 1ml (18ml total). Following the deflation of the delivery system balloon, the valve embolized/migrated into the aortic root. The same delivery system was used to snare the valve and deploy it in the descending aorta. Angiography indicated the position was adequate with good flow through the aorta and aortic branches. The delivery system was removed, and the valve was post dilated with a non-edwards balloon catheter. A new 23mm sapien 3 valve was prepared and slowly deployed with rapid ventricular pacing using 18ml of volume. Upon deflation of the delivery system balloon the second valve also embolized/migrated into the aortic root. No pacing capture issues were reported in the operative report. Surgical avr was discussed, but not performed due to the patient¿s wish to avoid open surgery. The delivery system was used to snare the valve. The valve was deployed above the celiac trunk. Angiography indicated adequate flow down the abdominal aorta. The decision was made not to attempt deployment of a third valve since the embolization of the two sapien 3 valves was attributed to the selected valve size and patient anatomy. The access site was closed, and the procedure was stopped. The patient was transferred to the cicu in stable condition. The patient was discharged to home on postoperative day (pod) 7. The patient has declined the open heart savr and is being referred to another facility for further workup.